Event description:
It was reported that during a rotational atherectomy/percutaneous coronary interventional procedure, a vessel perforation occurred. The lesion was located in the acute marginal of the mid right coronary artery (rca). First, the physician completed two ablation runs with a 1.25mm rotalink plus system. Then, he exchanged the system for a 1.5mm rotalink plus system, and completed 1 run. During the second run, as the physician was going around a corner he perforated the vessel. An apex 2.0 x 8mm balloon was inflated for about 3 minutes to seal the vessel while medication was delivered. Additional medication was given for leg and back pain. A 2.25x16mm taxus liberte atom drug eluting stent was successfully deployed, and no further complications were reported. Pt's status was reported as 'fine'.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.